Event description:
Customer reported an issue with the passport v monitor, which may have impacted co2 monitoring. No pt injury was reported.

Manufacturer narrative:
Service rep replaced the co2 module. Calibrated and safety tested unit to factory specifications.